Event description:
Olympus (omsc) was informed via repair request that ¿noise occurred¿ when the video connector of the video system is shaken. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection could not confirm/reproduce the customer¿s reported issue of ¿noise occurred¿. However, the inspection found the lamp does not light and the emergency light lights up because the igniter is broken. Additionally, the inspection noted the video connector contacts have corrosion. The light guide connector is loose from wear and the battery is consumed. The cause of the reported issue could not be determined; however, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to a1, d5. A1: added correct patient identifier. D5: corrected operator of device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this event could not be identified. Olympus will continue to monitor field performance for this device.